Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 6 (vent not working) occurred during pumping. Reportedly, the pump was in a sock when the alarm occurred and the customer works in high temperatures. The customer's blood glucose level was 201 mg/dl. A new cartridge was successfully loaded to address the reported event.